Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following was reported via email: product details ¿ product name: phaseal infusion adapter (c100) ¿ material/catalogue number: 515306 ¿ lot number(s): 2411207 ¿ date of incident: (B)(6) 2025 ¿ description of event (please provide specific details of the issue you experienced): during packing, the septum on the c100 popped out, causing a spill inside the clear plastic bag. We do not use or tamper with the side port. The hole left by the popped septum resulted in excessive leakage. ¿ sample availability: no. ¿ if the event involved any of the following, please include provide additional detail: - death/serious injury - no. - erroneous results - no. - exposure to blood/bodily fluids - no. - safety issue - had the product not been bagged in a clear plastic bag, it could have resulted in a significant leak, potentially affecting a staff member or patient. - medical interventions required - no. ¿ pictures/videos (if possible) clearly showing the incident/defect - attached.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: three photos and a video was provided to our quality team for investigation. Through visual evaluation, it was observed that the membrane was disconnected, verifying the reported incident. A device history review was performed for lot 2411207; no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples were used for additional evaluation. All product was visually inspected and verified the membranes were properly assembled. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to improper welding of the membrane and the detection system also not identifying/rejecting the impacted piece. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.